Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported when the PICC catheter was indwelled for the patient, it was found that the end of the microintroducer guide wire was deformed, and the puncture sheath was difficult to pass the guide wire. After the deformed guide wire segment was cut off, the puncture sheath passed smoothly. No adverse effects on the patient.